Event description:
The customer originally returned the evis lucera elite gastrointestinal videoscope due to a temperature issue noted during reprocessing. During the device evaluation, a foreign plastic-like substance was causing a blockage in the air/water nozzle. This report is being submitted to capture the foreign material noted in the device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. However, as noted, a plastic-like substance was causing a blockage in the air/water nozzle. Additionally, the device was leak tested, and passed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to that the silicone part of the peripheral equipment were broken and entered the channel, which caused the clogged nozzle. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following IFU. Operation manual_ inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor the field performance of this device.